Manufacturer narrative:
Unique identifier (UDI): (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received a report of discrepant inr results for one (1) patient tested with coaguchek xs meter serial number (B)(4) compared to a health care professional¿s coaguchek meter. At 11:15 a.m. The result from the patient¿s coaguchek xs meter was 2.9 inr. At 2:00 p.m. The result from the health care professional¿s coaguchek meter was 2.2 inr. At 2:30 p.m. The result from the laboratory method was 2.55 inr. The reporter stated the reagent brand may have been abbott. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr.